Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the ra lead low impedance warning was false.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac compass of the implantable pulse generator (ipg) had invalid data. It was also reported there was a right atrial (ra) lead low impedance warning. The lead and device remain in use. No patient complications have been reported as a result of this event.